Manufacturer narrative:
(B)(6). Serial number not available at time of report. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that no red abp alarm mean pressure sounded; the patient on bed 4 had dropped below the alarm limits. The limits of alarms were set to sys and mean with a delta mean/sys low of 10. Only a yellow alarm sounded. The first alarm after 21:00 on (B)(6) 2018 was desaturation and not abp mean low. The incident was around 21:00. In the trends, you see a drop below the limit of 50, but no alarm. There was no indication of any patient harm.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.